Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, implanted: (B)(6) 2016, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received gabalon (1 ,000 mcg/ml, 185 mcg/day) in an implantable pump for basal ganglia degeneration. The patient experienced a "disorder of consciousness." This was also reported as overdosage. The event severity was considered serious. The event resulted in hospitalization or prolongation of hospitalization period for treatment of the adverse event. The event outcome was stated as recovering as of (B)(6) 2017 . The causality was thought to be related to the drug and surgical procedure. No pump or catheter tests were performed. The event timeline indicated a bridge bolus was performed on (B)(6) 2017 at 17:10 due to drug concentration change from 1,000 mcg/ml to 2,000 mcg/ml. The information suggests the bridge bolus was intended to be performed without changing the daily dose. The attending physician's assessment indicated the physician mistakenly input daily dosage data when the drug concentrations were reprogrammed (bridge bolus), which caused overdose. Patient speech disorder was observed on (B)(6) 2017 at 07:30 with a disturbance of consciousness at 09:00. The daily dosage was decreased to 130 mcg/day and a "washout" with an intravenous drip of lasix was administered. The patient regained consciousness at 11:00 that day. No further information was provided. Dosing changes: (B)(6) 2016: gabalon (1,000 mcg/ml, 139 mcg/day), (B)(6) 2017: gabalon (1,000 mcg/ml, 160 mcg/day), (B)(6) 2017: gabalon (1,000 mcg/ml, 185 mcg/day), (B)(6) 2017: gabalon (1,000 mcg/ml, 130 mcg/day).